Event description:
It was reported to philips that the co2 cover/door was faulty and would stick in the down position. There was no reported patient or user involvement and no adverse patient/user impact as a result of the alleged malfunction.